Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2014-23088, 1627487-2014-23089, 1627487-2014-23090. The patient has two systems, one scs and one pns (off-label). It was reported the patient experienced ineffective stimulation with his pns system. Diagnostic testing revealed invalid and low impedance readings. X-rays were taken, but the results are unknown. Surgical intervention may be taken at a later date to address this issue.